Manufacturer narrative:
Device received with detached end cap. Unable to perform functional testing including the displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test or verify no excessive no delivery or occlusion alarm and unresponsive button due to detached end cap. No button error alarm during testing. Device received with cracked case, cracked battery tube threads and cracked reservoir tube lip. The test infusion set and reservoir does lock into place. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump¿s esc button was slow to respond and also had unexplained no delivery alerts. Customer's blood glucose level was unknown. Customer also stated that there was crack in insulin pump case. The device will not be returned for analysis.